Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. After receiving assistance from technical support to reset the pump, the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to contact support again if the issue reappeared and confirmed understanding of the instructions.